Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 550 mg/dl. The customer¿s blood glucose level at the time of incident was 540 mg/dl and current blood glucose level was 243 mg/dl and the customer¿s blood glucose level was trending to 200¿s mg/dl. The customer reported that the drive support cap was normal. The customer visited hospital because of viral infection and diabetic ketoacidosis and the customer was also hospitalized before because of viral infection. The customer experienced symptoms such as was not able to eat, sick and was vomiting. The customer was treated with manual injection and medication. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.